Event description:
It was reported that the insulin pump had cracks at the reservoir compartment and at the upper corners of the display screen. The customer advised that the device had been dropped, but she stated that this had not caused the damage. She noted that the reservoir area was getting worse over time. She did not know the blood glucose reading. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The unit was received with cracked case at the display window corners, cracked liquid crystal display window, cracked case at reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip, and broken belt clip slot.